Event description:
It was reported that the anesthesia system failed the pressure transducer test during system check out. There was no patient involvement. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation into this complaint is completed. This investigation consists of an evaluation of the received device logs. No further information from the customer has been received. The evaluation of the logs show that the last treatment periods were performed on (B)(6) 2023. It can be assumed that the event (s) that the customer was referring to occurred on this date. The date of event has consequently been updated to (B)(6) 2023. Before the first treatment was started, a successful system checkout was performed. Three treatment periods were then started. In the received event log, there were clinical alarms showing that there were issues in the beginning of these cases. Several clinical alarms indicating difficulties to ventilate the patient such as excessive leakage, leakage, expiratory minute volume low, check breathing circuit and peep low, were generated. After the third treatment period, a system checkout was performed which failed the leakage test. The technical log has no recordings in connection to the experienced events. Without having any further information, we are not able to determine any cause of the findings in the log.

Event description:
Manufacturer's reference number:(B)(4).